Manufacturer narrative:
(B)(4). Additional information: the problem was confirmed. The root cause was air in patient line, as the customer had reported air in their line. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4) . The sample was not returned to baxter, therefore no evaluation could be performed. The lot number is unknown; therefore, a batch review cannot be performed. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.

Event description:
A customer contacted baxter technical services(bts) regarding assistance with a low drain volume alarm during the initial drain on the homechoice machine (hc). The home patient(hp) stated he sees bubbles in the patient line. The technical service representative(tsr) assisted the home patient(hp) to end therapy. The tsr advised the hp to start over with new supplies. There was patient involvement; however, there was no injury or medical intervention reported.